Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer analyzer tested out of specification as the device failed incoming tests due to a deviation in sensitivity. The device was replaced for another analyzer which passed functional, electrical and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer which returned as an associated device subsequently tested out of specification during manufacturer analysis. There was no patient involvement.